Event description:
Customer's mother called to report that they were hospitalized for low blood glucose levels. Customer was wearing the pump at time of hospitalization. Customer's blood glucose levels at the time of hospitalization was 11 mg/dl. Customer stated that the insulin pump alarmed low reservoir and low battery. Product is not being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.